Event description:
Caller repeated information about therapy concerns. Caller stated it will jump from left to right side only, and then jump to sometimes both (stimulation sensation). Caller mentioned that when they move or arch their back stimulation gets too strong and "intensifies it ten times and gives me a jolt". Caller mentioned they were having blackouts or falling too so dr dozier did an MRI or x-ray and they think that the leads may have moved, they were not in the same position. Ps reviewed how lead migration can effect therapeutic benefit and redirected to hcp. Caller mentioned that they normally keep their settings at 3-5 ma range and typically charge every 2-3 days. Ps reviewed how amplitude can effect recharge frequency.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported the stimulation switched from left side to right side of the body and increase the stimulation on its own while driving or as a passenger in a vehicle. Patient stated he had an MRI done a couple weeks ago due to pain that he has always had forever. Patient stated they saw on the MRI the lead moved but they didn't do anything about it. Patient stated he will be meeting with his pain management doctor. The patient was redirected to their healthcare provider to further address the issue. Patient services recommended patient consult with his healthcare provider regarding the stimulation changing on right and left. It was reviewed it is not recommended to drive with the stimulator on and patient said he knew that.